Event description:
A report was received that alleges that the tracheostomy tube was deflating at the cuff after 1 day in situ. Replacement was required. No incident related medical sequela was reported.

Manufacturer narrative:
One used tracheostomy tube was returned and examined. Upon pressurization the cuff was found to have a rip measuring 6mm in length and located at the maximum diameter of the cuff. The configuration of the tear is a jagged line and its location and physical characteristics are consistent with having been subjected to over pressurization. This type of damage is consistent with mishandling. Manufacturing does a 100% inflation test of the cuffs and had the tear been there at that time it would have been detected. Wall thickness of the cuff shows no abnormalities at the tear. There was no evidence found to suggest the event was caused from an intrinsic defect in the product.